Event description:
Rptr states, trend analysis is effective if enough individual data is made available. Rptr would not have known who or what to call if FDA's number had not been in the reader's digest. Rptr suggests that FDA inform the public as to the proper reporting agency. Safe guards for any type of artificial implants should be in place to protect the public. This would involve testing any pt for a proposed implant to see if they could tolerate the implant. It appears to the rptr that the makers of artificial implants are doing the same thing that tobacco co's did to the public for decades by not accepting responsibility for their product.